Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the internal battery life was not lasting as long as it did in the beginning. The rep reported that they ran a recharge interval calculation and it showed 66 days. The rep reported that the patient recharged once a week to 100% and the clinician programmer stats confirmed this. The rep reported that the patient never the let battery go below half. The rep reported that the therapy had been working well for the patient. The rep reported that impedances were run at 0.7v, 4, 6, 11, 15 were all over 10k ohms; reran at 3v, 4 and 6 were greater than 40k ohms. The rep reported that there were no shorts. The rep reported that when looking through various pairs by changing the reference electrode, the lowest value was 854 ohms. The rep reported that the patient preferred to charge in shorter sessions, more often. No further complications anticipated. Recharge interval calculations are as follows: 3.4v 450pw 4 hz 541ohms 5.2v 450pw 4hz 715ohms 1 hour per day. 66-77 days

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.